Event description:
After pre-dilatation with a 3.0mm ptca balloon, a 3.0mm diameter by 15mm length s670 stent delivery system was inserted for treatment of a lesion in the left anterior descending coronary artery. It was not possible to cross the calcified target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon when the device was pulled into the guide catheter. The dislodged stent was successfully snared from the coronary artery. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. There was no further treatment to the target lesion. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported related to the event.